Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 33650005, lot 1623788; part # 33630025, lot 1594888; part # 33655506, lot 1590832. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient underwent a revision surgery due to pain in the medial and posterior medial side of the ankle.